Manufacturer narrative:
A steris field service technician arrived onsite, inspected the transfer cart, and could not identify any issue with the transfer cart. Because no malfunction was identified and the unit was operating properly, the technician discussed the importance of properly securing the racks to the transfer carts with the user facility. The spd manager told the technician that one day before the reported event, an employee transferred a rack onto the transfer cart. The employee did not secure the rack properly to the transfer cart. The following day, the employee subject of the reported event removed the transfer cart and the racks fell. Steris will offer the user facility staff in-service training.

Event description:
The user facility reported an employee was pushing their amsco 7053l washer's transfer cart when the racks rolled off of the cart. The employee injured his shoulder after attempting to prevent the racks from falling and sought medical treatment.